Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unspecified blood glucose (bg) level and a high ketone level determined to be life threatening by a health care provider. Reportedly, the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Additional information was not provided. Customer reverted to an alternate method of insulin therapy to treat the elevated bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support, the customer had not yet been discharged however the issue was resolved and there was no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer declined follow up for additional information.